Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
Date of event - estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the 20/30 priority packs (ppak) experienced a leak, was unable to hold negative pressure and the leak was noted from the 3-way valve that attaches to the indeflator. The 3-way valve was replaced with a new valve to successfully perform the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.